Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
The customer service called to report the needles purchased from the pharmacy, material code 329497, lot number 2243108, 28 needles/box. When injecting insulin into the pet, the needle could not penetrate the skin. There were 2 problematic needles in total, and the customer did not reuse them. The injection site was on the pet's back. The customer said that the injection could be completed successfully using needles of the same specification from other brands before. The customer hopes to return the 28 needles and replace them with needles from other brands. Sample availability: yes sample availability details: physical sample available only.